Event description:
A distributor complaint was reported regarding a customer's pump with a cracked or shattered touchscreen, making it unreadable and unresponsive. There was no additional information available about the blood glucose impact. Technical support arranged for the return of the faulty device and provided a replacement pump to the customer.